Event description:
It was reported there will be a revision surgery to revise the implant due to the patients bite not being in the intended location.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Manufacturer narrative:
Based on the surgeon¿s feedback, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices, this event was not a reportable event per cfr 21 part 803. This supplemental is being filed to identify an MDR was not required for this event.

Event description:
It was reported there will be a revision surgery to revise the implant due to the patients bite not being in the intended location.